Manufacturer narrative:
The evlt laser, sn (B)(4), was returned for evaluation and repair. The unit was received in good physical condition. During assessment the laser generator operated as intended and all current software was noted to be up to date. The fault log was reviewed and multiple errors were found (errors 25, 28 and 72). All of these errors were recorded on (B)(6) 2015 which was not on or near the time of these reported issues. The laser was tested at varying wattage settings and all were within specifications. Additionally, the recent sessions log was reviewed, and no abnormalities in the power wattage being used were found. The unit meets all acceptance criteria. The customer's reported complaint description is confirmed based on the information provided by the treating physician; however the laser functioned as intended during testing. The root cause for the complaint description could not be determined, however based on information provided there was no laser or fiber malfunction. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. There have been no previously reported complaints for the reported serial number (B)(4). The user manual (man/31/0075 us version 2.0 may 2011), which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: patients with thrombus in the vein segment to be treated; patients with an aneurysmal section in the vein segment to be treated; patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: vessel perforation; thrombosis; pulmonary embolism; phlebitis·hematoma; infection; skin pigmentation alteration; neovascularization; paresthesia due to thermal damage of adjacent sensory nerves; anesthetic tumescence; non-target irradiation; hemorrhage; necrosis; dehp exposure; skin burns and pain (this is not an exhaustive list)." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2016, four evlt procedures were performed with venacure for the treatment of varicose veins on various dates. The treating physician reports that he has encountered post operative complications with these 4 patients. All 4 cases were performed at the same hospital with the same generator. Post operative complications included severe pain, edema and redness. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has not been returned to date to the manufacturer for evaluation.